Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 160-180mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 263mg/dl and 266mg/dl, not fasting. Reviewed meter memory: (B)(6). Customer states when she went for a doctors visit her a1c was 180. Customer states that she has been obtaining low results in 70-100mg/dl. No adverse event reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 to 299 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 06/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:70mg/dl, (B)(6) 2015 10:31:09 am fasting: yes; 2:108mg/dl (B)(6) 2015 05:44:00 pm fasting: yes; 3:111mg/dl (B)(6) 2015 04:41:00 pm fasting: yes; 4:78mg/dl (B)(6) 2015 08:51:00 am fasting: yes; 5:79mg/dl (B)(6) 2015 08:37:00 am fasting: yes. Customer states when she went for a doctors visit her a1c was 180. Customer states that she has been obtaining low results in 70-100 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.